Event description:
It was reported that pump experienced malfunction after pump fell from pocket and struck table, and malfunction code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction code did not recur, and was advised to continue using pump and to call back if issue returned.